Event description:
It was reported that a patient underwent an arthroplasty procedure on 8/17/2023 and barbed suture was used. The inner package was found contaminated after opening the package. There is not any damaged on the out package. This issue was found during goods inspection, not involved in any surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that one opened sample that pertains to product code sxpp1a405 was received. Upon initial inspection of the returned sample, the labeled winding former was observed with a foreign matter (marron stains) not related to the production process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.